Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint high blood glucose test results. Expected fasting blood glucose test result range is 72 to 580 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to competitor's meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 72 mg/dl using truetrack meter and 22 mg/dl using competitor's meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/19/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint high blood glucose test results. Expected fasting blood glucose test result range is 72 to 580 mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from truetrack meter to competitor's meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 72 mg/dl using truetrack meter and 22 mg/dl using competitor's meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 06/19/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 24mg/dl, (B)(6) 2015 02:24pm. 122mg/dl, (B)(6) 2015 01:09pm. 178mg/dl, (B)(6) /2015 10:36am. 129mg/dl, (B)(6) 2015 08:01am. 386mg/dl, (B)(6) 2015 11:22pm. Adverse event not reported.